Manufacturer narrative:
This product is registered as a combination product. Analysis was normal. No anomalies were found.

Event description:
Related manufacturer report number: 2017865-2020-17549. Related manufacturer report number: 2017865-2020-17551. Related manufacturer report number: 2017865-2020-17552. It was reported that the patient experienced an infection and presented for an explant procedure. The pocket was infected and expressed purulent material. Also, there was wound dehiscence through which the device could be seen. The system was explanted. The patient was in stable condition.